Event description:
During routine testing of the device at the service center, the user reported the power switch was difficult to operate. The monitor was originally returned for repair due to a blood parameter probe failure when the power switch problem was found. Since this event occurred during routine testing of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.